Event description:
As reported, when attempting to deploy a 6f/7f mynxgrip vascular closure device (vcd), the sealant sleeve was not where it was supposed to be and difficulty was experienced during the deployment process, as it was reported that when deployment was attempted, the sealant tube had shifted and would not deploy. The device was removed and manual compression was held. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used during a peripheral intervention performed using a retrograde approach. The femoral puncture site vessel was arterial, with no notable tortuosity or unique characteristics and no presence of significant calcium. The issue was observed after insertion of the device into the sheath introducer during deployment, and no difficulty was noted with insertion into the sheath introducer. Additional details were requested but were unknown. The device will be returned for evaluation.

Manufacturer narrative:
Please note that the date of this procedure is unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.